Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged - scratched) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2015 with the following findings: on examination, the display lens was found to be scratched. The display was noted to be dim and discolored. Unrelated to the original complaint, the battery compartment was noted to be cracked below the bumper pad and the battery cap returned with the pump for investigation would not fully tighten onto the pump properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.